Manufacturer narrative:
The device evaluation found the following additional defects: the UDI was unreadable. The light guide (lg) lens was cracked due to external forces (dropped), and the adhesive around the lg lens worn. Moisture was observed in the objective lens. The image was foggy due to presence of moisture. The bending angulation function and bending knob did not meet specifications. The switch box was damaged. The red paint on the suction cylinder was worn. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the suspect device was missing the microdot scanning label. There was no patient or user harm reported due to the event. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer¿s reported issue was confirmed. Additionally, white plastic like material (foreign material) was observed in the air/water nozzle. This report is being submitted for the malfunction found by service (foreign material). Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: fragments of injection tube, silicone rubber products or the like entered the channel and remained in the nozzle, causing the suggested event. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-apr-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.